Event description:
Sims product manager was notified of an alleged pt demise that occurred approximately one year ago. It appears that a patient experienced bilateral pneumothorax and a posterior tracheal wall tear associated with a percutaneous tracheostomy procedure. It is unknown that role these complications played in the reported pt demise.